Manufacturer narrative:
(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: this mre review is for sterilization procedure only. Part: 412.211s, lot: l764906, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: february 08, 2018, expiry date: february 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Non-sterile part was manufactured in (B)(4). Part: 412.211, lot: l725303, manufacturing site: (B)(4), release to warehouse date: january 12, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was underwent an open reduction internal fixation surgery for left femoral neck fracture (ao classification 31b1.1) with the fns. On (B)(6) 2019, the patient started full weight bearing. On (B)(6) 2019, the patient left the hospital, and she went back to a rest home. On (B)(6), the patient fell down in the rest home. The hospital confirmed by x-rays that the varus occurred. On (B)(6) 2019, the patient underwent the removal of fns surgery and the bha surgery. The patient has diabetes and anemia. Patient condition is stable. This is report for 4 of 04 of (B)(4).